Manufacturer narrative:
Device evaluation: during evaluation of the device a crease was observed on the posterior aspect. Leak testing revealed a tear within crease measuring less that 0.1 cm and also valve leak was observed. No other anomalies were observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/23/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information indicated that the capsular contracture baker grade for the right implant is iii. Patient removed both implants with no replacements. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 300cc saline breast implants which the left side deflated , and the right side has issue with capsular contracture , unknown baker grade after implantation. Patient started noticing right breast was moving upward and the left breast just seemed to be getting smaller. On (B)(6) 2019 mammogram confirmed deflation, and capsular contracture. As a result patient had the device removed on (B)(6) 2019. This report is for the left side.